Event description:
The patient claimed that the down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that all of the keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. There was evidence of corrosion found under the up, down and contrast button contacts. There was evidence of keypad contamination found under all of the key contacts.

Manufacturer narrative:
(B)(4).the following information was previosuly reported and should be omitted: there was evidence of corrosion found under the up, down and contrast button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.